Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20179997/20179997. UDI: (B)(4).

Event description:
It was reported that the patient underwent explant procedure due to an unknown reason, no further information has been obtained despite good faith efforts.